Event description:
It was reported that on (B)(6) 2011 testing performed in situ showed some electrode channels in status hi. At the present day, all electrode channels showed status hi. Auditory response was checked and seemed to be obtained on electrode channels with status hi. It is not known if any impact occurred at the implant site.

Manufacturer narrative:
The device has not been explanted. It should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.